Event description:
It was reported that high impedance was observed. The patient was not reported to be symptomatic. No other anomalies were reported. The patient will be monitored without changes at this time.